Manufacturer narrative:
The tandem user guide states that the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while sleeping the customer received an occlusion and had not heard the alarm. The customer then received a resume pump alarm. The customer's blood glucose (bg) level was 336- 500 mg/dl and insulin injections were used to address the bg level. The customer changed the infusion set and insulin delivery was resumed.